Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (indicating air in the set) on the homechoice (hc) during drain 2 of 4. The home patient (hp) stated that the alarm occurred during last night's therapy. The hp turned the machine off and used manual supplies. The cause of the alarm was undetermined. The baxter technical service representative (tsr) explained the alarm and explained the proper procedures per the user manual. The hp was advised to contact the nurse. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A batch review has been performed. All release criteria were met for the production of this batch.there is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4).

Manufacturer narrative:
(B)(4). The sample was received and evaluated by baxter. The reported condition was not confirmed. The assignable cause for the reported condition could not be determined at this time.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report two intermates that the bladders broke when filling. One had vancomycin in it (reference related complaint (B)(4) for the other intermate) and the other had sodium chloride in it. According to the customer, the device was being filled with normal saline when the reservoir ruptured. The device was filled with less than 90 ml (milliliter) of normal saline before rupturing. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.